Event description:
A long black hair was found in an IV start kit that was going to be used today. It was entwined in the chg cleansing pad and then to the glue of the packaging. Manufacturer response for IV start kit, (brand not provided) (per site reporter). Defective product and form received in supply chain and sent to vendor for investigation.